Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) found salt deposits on the reaction cells. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 4000 c311 stand alone system. The initial na result was 111 mmol/l. The customer questioned the low result and the sample was repeated. The sample was repeated twice and the results were 141 mmol/l and 140 mmol/l.

Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.